Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was in a procedure performed on (B)(6) 2019. According to the complainant, it was noticed that the cut wire severed off the device at one end. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was in a procedure performed on (B)(6) 2019. According to the complainant, it was noticed that the cut wire severed off the device at one end. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken. In adition, the tip was split on the distal section. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, tip split/torn it is a known issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Therefore, the most probable cause of this failures are adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.